Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). The rep reported that there was an impedance issue: low impedance or short. When we connected the new lead with the current battery, electrode 0 was yellow, indicating low impedance. We disconnected the battery, wiped the lead with a clean raytec, and checked impedance again. We repeated the process 4 times and still were getting yellow impedance checks on electrode 0. The cause was unknown but likely related to premature/abnormal ins depletion. After we got a bad impedance on a new lead on electrode 0, we changed out the ins and connected a new one. When we went checked impedance again, everything looked great. The issue was resolved. No action taken/no adverse outcome and was green.